Manufacturer narrative:
Product event summary: analysis confirmed the reported event related to device interrogation, as a result the link electronic module (lem) circuit board was replaced. Also, the stylus was misaligned, as a result the display overlay was replaced and calibrated.

Manufacturer narrative:
Concomitant product: 2290 pacing system analyzer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had difficulty interrogating devices. Also, the stylus has been replaced and recalibrated and it still does not respond and cursor is not near the tip of the stylus. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.